Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). A revision surgery was performed and all components were removed and replaced. The patient still incontinent upon pump activation. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The cuff was visually and microscopically examined, and leak tested. No anomalies were found with the cuff. The pump was visually and microscopically examined, leak and functionally tested. The pump did not pass the poppet pressure functional testing. The balloon was visually and microscopically examined, and leak tested. No anomalies were found with the balloon. Based on analysis results, the identified pump anomaly could have caused or contributed to the reported clinical observation of patient experiencing urinary incontinence despite of pump activation. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent urinary incontinence, even upon pump activation. The patient also experienced pain and dissatisfaction. Therefore, a revision surgery was performed, and all components were removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence and pain with his artificial urinary sphincter (aus). A revision surgery was performed and all components were removed and replaced. The patient still incontinent upon pump activation. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.